Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient reported they were ¿unsure what was done at the hospital¿. The patient was discharged ¿after a month and a half¿. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.